Event description:
According to the reporter: the stapler was applied across the bowel but no staples were placed on the tissue. It took more than 30 minutes to resolve the issue. The procedure was total colectomy.